Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached at the site connector while sleeping. Further, the tubing snapped twice within a month. Currently, the patient's blood glucose level was 70 mg/dl. The site location was the patient's abdomen, and the pump and infusion set were on left side. The infusion set had been used for 2 to 3 days. The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was stress or pull on the tubing as the patient stated that the patient could have rolled on the tubing while sleeping. No further information available.